Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) underwent surgical intervention on (B)(6) 2014 and the extension was explanted and replaced due to invalid impedance readings. Sjm personnel were notified of the explant and replacement on (B)(6) 2014.